Event description:
During an atrial fibrillation procedure using a viewflex xtra ice catheter, the patient developed complete heart block. As the viewflex xtra ice catheter was advancing into the right atrium through a 10f non-sjm introducer, the catheter bumped the av node, which changed the patient's rhythm to complete heart block. The patient became hypotensive and medications were administered to raise the blood pressure. A temporary pacing wire was inserted to maintain adequate blood pressure and heart rate. The procedure was aborted. The heart block resolved spontaneously soon after the patient was transferred out of the procedure room. The patient was discharged and was doing well. No performance issues were noted with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported heart block was due to the catheter bumping the av node during manipulation of the catheter. Per the IFU, mechanical induction of arrhythmias is an inherent risk of the introduction and placement of any temporary cardiac catheter.